Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high impedances out of range, loss of capture and undersensing. An x-ray was performed and it was suspected that the lead may have been dislodged, also, a perforation was confirmed. This lead was succesfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high impedances out of range, loss of capture and undersensing. An x-ray was performed and it was suspected that the lead may have been dislodged, also, a perforation was confirmed. This lead was successfully replaced. No additional adverse patient effects were reported.